Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an alleged malfunction with the involved angio-seal device. There was no blood loss. There was no injury or medical intervention required for the patient. Additional information was received on 9/11/18. The fellow that was involved in the procedure reported the following. After a pelvic angiogram with negative findings, the vascular sheath was exchanged for the angio-seal sheath over the wire with blood return. The inner dilator was removed successfully. When loading the angio-seal device into the angioseal sheath, it would not load and the tubing holding the device cracked. Hemostasis was achieved with manual compression. Blood loss of a few ccs when in artery and the seal could not be deployed. The patient was reported to be stable to leave the department.

Manufacturer narrative:
The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
One 6fr angio-seal vip was returned for evaluation. The carrier tube assembly was returned deployed outside the hemostasis sheath. The hemostasis sheath, bypass tube, guidewire, and arteriotomy locator were returned separately. Visual inspection revealed that the carrier tube assembly was in the partial forward lock position and the tubing was split 1.0655" from the distal tip. The tamper tube had been exposed 2.5" from the carrier tube assembly and the suture had been exposed 3 1/8" from the tamper tube. The collagen appeared partially compacted. Microscopic inspection of the hub of the hemostasis sheath revealed no deformation on the locking mechanism. Visual inspection of the bypass tube revealed no anomalies with the component outside of its separation from the carrier tube assembly. Functional testing was conducted. A new carrier tube assembly was opened and mated with the returned hemostasis sheath. The device was able to be advanced and deployed with no anomalies noted with the sheath. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results the tear in the carrier tube assembly along the manufactured slit likely resulted from the insertion difficulties experienced. However, the exact cause of the reported event cannot be definitively determined.